Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with the implantable cardiac monitor exhibiting under-sensing resulting in episodes of false pause. Programming interventions were made.